Manufacturer narrative:
This report is submitted on march 10, 2022.

Event description:
Per the clinic, there is no connection to the internal device. Hardware exchange of external devices were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
This report is submitted on august 17, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted on june 17, 2022.